Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. A leak test was performed and no leakages were observed along the entire fluid path. The adhesive pad and welds were inspected and no abnormalities were found. The cause of the reported adhesive issue could not be determined. The download data generated an 0x18 alarm indicating the pod had reached an empty reservoir. This is not a failure of the device but rather a safety feature of the device. The reservoir was confirmed to be at 0%.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (abdomen). According to patient, there was no additional treatment provided.